Event description:
A customer in the united states notified biomérieux of discrepant results associated with the vitek® 2 gp test kit. The customer reported the misidentification of s. Lugdenensis. There is no indication or report from the customer to biomérieux that the incorrect results led to any adverse event related to any patient's state of health. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in the united states notified biomérieux of discrepant results associated with the vitek® 2 gp test kit. The customer reported the misidentification of s. Lugdenensis. It was not possible to complete an investigation, as the customer's strain and information regarding the set up procedure was not provided by the customer. Since lab reports and/or raw data was not submitted, it is not possible to do an analysis of the atypical reactions obtained by the customer. However, the gp knowledge base has five (5) tests (aglu, phos, nag, dman, adh2s), which separate s. Aureus from s. Lugdunensis. These five (5) tests are positive for s. Aureus and negative for s. Lugdunensis. Since the customer obtained an identification of s. Lugdunensis, it is possible they obtained more atypical negative reactions for s. Aureus according to the gp knowledge base. An increased number of atypical negative results can indicate a strain with decreased viability, user set up error or an atypical strain. Without the strain, raw data or lab reports it is not possible to further evaluate the cause of the misidentification.